Manufacturer narrative:
Unit alarmed an error in the motor was detected by reading unexpected value from hall sensor during the rewind due to corroded motor. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion due to an error in the motor was detected by reading unexpected value from hall sensor. Per visual inspection found traces of corrosion on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery compartment was filled with fluid. Blood glucose was 136 mg/dl. The insulin pump will be returned for analysis.